Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk; item # unk, 6.5x40 x 2 (6.5x20 x 2) screw, lot # unk; item # unk, 6.5x30 (6.5x25) screw, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08064, 0001825034 - 2018 - 08065, 0001825034 - 2018 - 08067, 0001825034 - 2018 - 08068, 0001825034 - 2018 - 08069.

Event description:
It was reported that during an I&d procedure, the patient experienced blood loss of 1000 ml. Patient received transfusion of 2 units prbc's. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: hip mold stem catalog 431191 lot unk; freedom constr hd 36mm t1 +9mm catalog 11-107021 lot unk. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an I&d procedure, the patient experienced blood loss of 1000 ml. Patient received transfusion of 2 units prbc's. The hip stem mold, poly cup, and femoral head were replaced. Lattempts have been made and no further information has been provided.